Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.